Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low/high blood glucose (bg) level of under 54 mg/dl. The suspected cause was due to basal rate, correction factor, carb ratio, and personal profile settings that needed to be updated. Customer consumed carbohydrates to address bg. The customer updated their pump settings to address the event and recommendation was made to consult with a healthcare provider to discuss diabetes management.